Event description:
No additional information.

Manufacturer narrative:
Correction: annex f code corrected to f05.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515070 , batch number#: 2309507. It was reported by customer that patient came in for infusion on monday and was sent home with cadd pump. Port was normal, blood return, flush, etc. At 5am on tuesday there was an occlusion alarm. Upon inspection of the optima pieces, there appeared to be a gap between them, even when correctly using the infusion clamp. When the pieces were put together again, there appeared to be a ¿rebound¿ in which the small gap was visible again and no flow was possible. Once the c35-o connector piece was replaced, flow was normal and patient infusion continued. Patient came in for infusion on monday and was sent home with cadd pump. Port was normal, blood return, flush, etc. At 5am on tuesday there was an occlusion alarm. Upon inspection of the optima pieces, there appeared to be a gap between them, even when correctly using the infusion clamp. When the pieces were put together again, there appeared to be a ¿rebound¿ in which the small gap was visible again and no flow was possible. Once the c35-o connector piece was replaced, flow was normal and patient infusion continued.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two connectors were provided to our quality team for investigation. Through visual inspection, no damage or defects were observed. Functional testing was completed, the connectors properly engaged with the injector without issue and liquid was able to flow through the system. A device history review was performed for connector lot 2309507, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. As the lot of the injector is unknown, a device history review could not be performed. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our device or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.